Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. (B)(4). Concomitant medical products and therapy dates: stryker sl 10 microcatheter (details unknown).

Event description:
It was reported by the hospital contact that the coil (641cx0410/c28889) could not be pushed in the body of the stryker sl 10 microcatheter (details unknown) and while removing from the microcatheter it got stretched. The procedure was for an aneurysm coiling- basilar. It was initially reported that the product will be returned for analysis. The coil did not prematurely detach. The same microcatheter was used to complete the procedure. A continuous adequate flush was maintained in the microcatheter. There was no clinically significant delay in the procedure due to the event.

Manufacturer narrative:
It was reported by the hospital contact that the coil (641cx0410/c28889) could not be pushed in the body of the stryker sl 10 microcatheter (details unknown) and while removing from the microcatheter it got stretched. The procedure was for an aneurysm coiling- basilar. It was initially reported that the product will be returned for analysis. The coil did not prematurely detach. The same microcatheter was used to complete the procedure. A continuous adequate flush was maintained in the microcatheter. There was no clinically significant delay in the procedure due to the event. Very limited information was received. The coil was not returned. The sl-10 microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, unreported damage of the coil not being returned was found. The device positioning unit (dpu) was fully advanced outside the introducer sheath. A through search of the returned packaging failed to produce the missing and detached coil. The proximal end of the coil¿s soldered section was still attached to the dpu via the detachment fiber. The coil unraveled out of the soldered section and was separated from the distal end by. No manufacturing or material defects were found. The complaint of the coil unable to be pushed inside the microcatheter cannot be confirmed. The coil was severed and not returned, therefore without the return of the coil involved in the complaint procedure it cannot be determined if the coil contributed to the field complaint of resistance inside the microcatheter. It was stated in the complaint event that, ¿¿the coil did not prematurely detach¿¿ therefore the circumstances of how and when the coil was severed from the coil¿s soldered section at the distal end cannot be determined. In addition, without the return of the separated coil, the sl-10 microcatheter, and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. The complaint of the coil stretching during removal from the microcatheter cannot be confirmed. The coil was severed and not returned, therefore without the return of the coil involved in the complaint procedure it cannot be determined if the coil contributed to the field complaint of stretching inside the microcatheter during removal. It was stated in the complaint event that, ¿¿the coil did not prematurely detach¿¿ therefore the circumstances of how and when the coil was severed from the coil¿s soldered section at the distal end cannot be determined. In addition, without the return of the separated coil, the sl-10 microcatheter, and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.